Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) procedure. During preparation, the user mentioned that the tip of the versacross dilator was noted to be damaged. They still attempted to advance the rf wire through the dilator but were unable to do so. A stiff wire was attempted to be used, but was unable to pass through the distal tip from both ends of the dilator. The device was then replaced, and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis (disposed). No other issue was noted.